Event description:
It was reported that the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The episodes were only noted on a single day so the patient will continue to be monitored. There were no patient consequences.